Event description:
It was reported that during therapy, the intra-aortic balloon (iab) was bleeding from the sheath. The customer believes this was caused by the tip of the wing part on the tip side getting into the hemostatic valve of the sheath. Therapy was continued using a new iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned. Blood was observed within the stat gard sleeve. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 46.0cm from the iab tip. Additionally, a second kink was found on the catheter tubing approximately 46.2cm from the iab tip. A break was observed in the optical fiber approximately 35.8cm from the iab tip. The extender tubing was also returned. An underwater leak test of the sheath seal, stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The condition of the iab indicated a kink in the catheter tubing. A kink in the catheter tubing may cause an opening for blood to pass out of the stat gard seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The sheath was not returned. Blood was observed within the stat gard sleeve. No blood was observed inside the iab catheter. A kink was found on the catheter tubing approximately 46.0cm from the iab tip. Additionally, a second kink was found on the catheter tubing approximately 47.2cm from the iab tip. A break was observed in the optical fiber approximately 35.8cm from the iab tip. The extender tubing was also returned. An underwater leak test of the sheath seal, stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The condition of the iab indicated a kink in the catheter tubing. A kink in the catheter tubing may cause an opening for blood to pass out of the stat gard seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).